Event description:
Device malfunction: none. Symptoms/ae: right femoral groin oozing. Time of symptoms/ae: 1-day post vessel closure. It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the patient experienced "right groin oozing" 1-day post vessel closure. A epinepherine/lidocaine injection was given and sandbags were applied to achieve hemostasis. The condition resolved the same day. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Xience v global us study.